Event description:
Head nurse reported to the sales rep that when opening the package with the implant, they saw that the wing on the centraliser was broken into two pieces. According to (B)(6), the package was not damaged. This happened preparing surgery and they used an other implant instead.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.